Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, above 2500 ohms. A dislodgement was suspected by the physician as noise in the intracardiac electrogram (egm) and a rise in the lead impedance also occurred. This device was reprogrammed to aai as corrective action and the device will be monitored. This lead remains in service. No adverse patient effects were reported.